Event description:
Device malfunction: failure to achieve adequate marking. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was able to be flushed, but when advancing the device, a continous drip of blood at the marker lumen could not be obtained. A second proglide device was used to obtain hemostasis. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.